Event description:
There was an allegation of questionable ise indirect gen 2 results from the cobas 6000 c 501 analyzer. The initial sodium result was 122 mmol/l and the repeat result was 141 mmol/l. The questionable result was not released from the laboratory.

Manufacturer narrative:
The analyzer serial number was (B)(6). The field service engineer could not find a cause. The customer performed ise checks, recalibrated, and ran precision testing that passed. The investigation determined the customer's actions resolved the issue.